Event description:
It was reported via social media that a stroke occurred. A patient underwent a left atrial appendage (laa) closure procedure and a watchman closure device was implanted. Per patient advocate, approximately one year later, the patient sustained "mini strokes". The closure device remains in service. Despite bsc efforts, no further information is known at this time. This report will be updated should additional information become available.